Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During cement polymerization with tka, the polymer remained in a ball and could not be polymerized, and the surgeon felt that it was abnormal, so the use was discontinued and continued operation with a different rod replacement. Update: was the issue noticed before being implanted in the patient? Yes. Was this procedure a primary implantation of stryker implants? Yes. Besides changing to a different rod replacement, was any other medical intervention necessary? No. Surgical delay of several minutes. Was all the cement and all the monomer used?: yes. Was anything else added to the cement? No. Was there any water, saline, blood, fat, etc. Present that may have affected the polymerization? No. What were the storage conditions (humidity/ temperature) of the product 12-24 hours prior to introduction into the o.r. Environment? 4. How long was the product in the o.r. Environment prior to use? 2 hours. What were the storage conditions (humidity/ temperature) during storage and is the humidity/ temperature regulated in this environment? 4. Was the product stored in the refrigerator prior to use? Yes. How were the utensils/ bowl mixing system stored prior to the surgery? Or environment (22¿). What temperature were the utensils/bowl mixing system stored at prior to use? 22. What was the o.r. Temperature? 22. What was the exact setting time recorded? Na. The cement did not used in the patient.

Manufacturer narrative:
Reported event: an event regarding (slow) setting time of the bone cement mix involving simplex p cement was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection and functional testing was completed on the three retained samples tested from the reported lot. The results were satisfactory and within specification. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated that all product was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the investigation concluded that the reported setting time issue cannot be duplicated. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the IFU. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated h3 other text : device not returned.

Event description:
During cement polymerization with tka, the polymer remained in a ball and could not be polymerized, and the surgeon felt that it was abnormal, so the use was discontinued and continued operation with a different rod replacement. Update: was the issue noticed before being implanted in the patient? Yes. Was this procedure a primary implantation of stryker implants? Yes. Besides changing to a different rod replacement, was any other medical intervention necessary? No, surgical delay of several minutes. Was all the cement and all the monomer used?: yes. Was anything else added to the cement? No. Was there any water, saline, blood, fat, etc. Present that may have affected the polymerization? No. What were the storage conditions (humidity/ temperature) of the product 12-24 hours prior to introduction into the operating room environment? 4. How long was the product in the operating room environment prior to use? 2 hours (22) what were the storage conditions (humidity/ temperature) during storage and is the humidity/ temperature regulated in this environment? 4. Was the product stored in the refrigerator prior to use? Yes. How were the utensils/ bowl mixing system stored prior to the surgery? Or environment (22). What temperature were the utensils/bowl mixing system stored at prior to use? 22. What was the operating room temperature? 22. What was the exact setting time recorded? Na. The cement did not used in the patient.